Manufacturer narrative:
Correction made to h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Good morning, I'm xxxx xxxx. I've been purchasing and using the needles for almost 2 years. In the penultimate pack I found 4 blocked/closed needles which do not allow the liquid to pass through (I am using forsteo injectable solution) but in the last pack I already found 6. The fact is that to understand that the injection was not successful. I have too anyway, I'm sorry. In previous packages I only found 1 defective needle out of 2. I am awaiting your response. Good afternoon